Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm, low battery alarm and power error confirmed in the long trace. Power loss alarm occurred after the power error was cleared. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector at connector board, the insulin pump was monitored and functioned properly. The insulin pump was received with minor scratched lcd window, scratched case and pillowing keypad overlay. (B)(4).

Event description:
Customer reported via phone call that insulin pump alarmed for power error detected and replace battery now. Customer stated that they received low battery alert without replace battery now. Customer stated that internal power source was unable to charge and notification light did not stop flashing immediately. Customer¿s blood glucose was 70 mg/dl at time of incident. Insulin pump was returned for analysis.